Event description:
When attempting to place a stent in the right external iliac artery, the tip of the stent began to come out of the introducer tube during advancement. The patient was a male (age unknown). The vessel had severe calcification, severe tortuousity and 100% stenosis. The product was properly inspected and prepped, prior to use. There was no difficulty accessing the lesion with a guidewire. After performing pre-dilatation, the product (smart control) was advanced over the guidewire; however, there was difficulty delivering the product to the lesion. There was no report of resistance with the guide catheter or the vessel. The locking pin was in place during delivery. When the physician noticed that the stent started to deploy, he removed the stent and the delivery system from the patient, as a unit. The stent never reached the lesion. Another stent was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.